Event description:
It was reported that the cover of cable of subject device is broken. The issue had occurred during service/maintenance (not in a clinical setting). There was no report of patient involvement.

Manufacturer narrative:
Customer name: (B)(6) hospital. Customer address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable watertight defect a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.